Event description:
Customer reported that device would not pass test. There was no reported patient involvement. Service representative duplicated reported condition. The device was repaired and proper operation of the device was confirmed.